Event description:
Complainant alleged that while attempting to monitor a pt with a pulse, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Please note that the device was connected to a pt that had a pulse. The device's indications for use instructs users to apply product to pts who are pulseless. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.